Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a pancreaticoduodenectomy, after completing the firing, the reinforcement material was ripped and the staple was not formed into b shape. They collected the reload and they found out that it did not fire until the end and the thread which fixed the reinforcement material was not broken, so they stated that the firing stopped halfway because the sheet was ripped. Additional tissue resection was required and they have to manually suture to complete the case. The surgical time was extended by less than 30 minutes.